Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased thresholds and decreased r-waves, and the implantable pulse generator (ipg) exhibited decreased battery longevity. The rv lead and ipg were reprogrammed and remain in use. No patient complications have been reported as a result of this event.